Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was noted that the patients trials started on (B)(6) 2022. It was reported that the doctor had to take patient back to the operating room to stop the bleeding from the tunneling tool exit site. During post op the nurses and doctor saw the bandages. They were saturated in blood within an hour of surgery. Doctor was notified immediately in the operating room and came to post op when the patients surgical case was done. Doctor took the patient back to the operating room to stop the bleeding. Doctor used floseal at the tunneling tool site and added an extra stitch. Bleeding stopped and the patient was monitored by medical staff after the case for a few hours. Please follow up with the surgeon for additional details. Once we re- attached the ens, doctor had me ensure the lead and the ens work communicating.

Manufacturer narrative:
Concomtaint medical device: product ID: 978b128, serial/lot#: (B)(4), implanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.